Manufacturer narrative:
Greatbatch medical confirms that the pin is broken. The break is due to a sharp angle (causing fracture initiation) and a material that is too brittle. A CAPA lead to the change of the material and a radius (limiting fracture initiation) was added. Testing completed confirmed the effectiveness of the corrective actions. There have been no reports of this malfunction involving product manufactured after the corrective action implementation. No further investigation is required.

Event description:
The rasp locking pin broke during the first use of the broach handle. No adverse events reported as a result of the malfunction.